Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The ehl looked good, with nothing to note. The pump was found to have a peeled downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the peeled dso seal. Service history review identified that the device was last serviced march 19, 2024, for an issue related to "dso seal". The manufacturer representative replaced the dso seal, updated software, and reset the unit to standard configuration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the battery was depleted, and the pump would not run. The customer returned the product for the depleted battery and the pump not running, and during physical inspection it was found that the downstream occlusion (dso) seal was peeling. This occurred during testing, and there was no patient involvement.